Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
During the removal of the alta tibial nail, the dr had difficulty removing the screws. When torque was applied, the screw heads broke. This event did not cause an adverse consequence to the pt.